Event description:
Customer called on 11/05/2007 reporting that she had "lost confidence" in her meter. A replacement meter was ordered but never received. Customer called on 11/08/2007 reporting meter had not arrived and second meter was ordered. Customer called on 11/11/2007 reported that second meter had not arrived. At this time the customer reported that in 2007, due to not receiving her new precision xtra meter, she was unable to test her blood sugar and reports becoming "light headed, lost consciousness, fell and broke (her) glasses." She did not seek third party medical intervention and reports drinking "orange juice" to counteract the medical event. A field exchange was performed on 11/11/2007 with her local pharmacy. There was no report of death or permanent impairment in this case.

Manufacturer narrative:
Customer received new product via field exchange. This is a final report. The event was related to a delivery issue. No product is expected to be returned.